Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that their ped pak had not made proper contact with the device and that consequently the device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Event description:
The customer contacted stryker to report that their ped pak had not made proper contact with the device and that consequently the device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Heartsine evaluated the customer' device and was unable to verify and duplicate the reported issue. The electronic records were downloaded for review. It was observed that the device functioned according to specifications. The pedi-paks were not returned to heartsine for evaluation. Given no fault found on the device, the issue was likely due to the pedi-paks being incorrectly seated within the devices, as indicated by the customer. The cause of the reported issue was determined to be user error. A clinical review was performed and it was determined that the device use did not contributed to patient's outcome.